Manufacturer narrative:
The rpt'd condition was confirmed however, the exact cause could not be reliably determined.

Event description:
The device was used during a proctocolectomy procedure. Reportedly, the suture disintegrated while removing from the package. The surgeon used another suture to complete the procedure. The hosp has reported that no pt injury occurred. Suture disintegrated while removing from the package. The surgeon used another suture to complete the procedure. The hosp has reported that no pt injury occurred.